Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the "customer was playing soccer and landed on the pump" and as a result the touch screen became shattered. Subsequently, an unspecified malfunction occurred. The customer's blood glucose was approximately 150 mg/dl. Reportedly, customer reverted to an alternate pump along with manual injections for insulin therapy.